Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restoration played in the reported outcome. Other factors, such as prior tooth history, may have contributed to the need for the root canal.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) female patient who required root canal therapy on tooth #19. This tooth had a lava ultimate cad/cam restorative for e4d crown which had been seated on (B)(6) 2014, because the patient did not like the color of a prior porcelain-fused-to-metal crown. The patient noted that the tooth was extremely sensitive to temperature and pressure (date of onset not reported to 3m) and a root canal was performed on (B)(6) 2016.